Event description:
The doctor was using a disposable type chisel to remove the humeral head. The chisel broke in two pieces; the head of the chisel broke. Both pieces were recovered. This is a reusable instrument. The device was beyond repair and was discarded.